Manufacturer narrative:
(B)(4). Evaluation summary: covidien has experienced a significant increase in the number of complaints associated to mesh devices placed in pelvic organ prolapse (pop) and/or stress urinary incontinence (sui) procedures following an FDA public safety message issued in july 2011. A review of all device history records (DHR) that have been reviewed to date has not revealed any instances where there was information in the DHR which contributed to the patient event; therefore, a DHR review will not be performed as part of the investigation. All process and test criteria are verified as complying with the finished product specifications for all released lots.

Event description:
According to the reporter, the patient alleged unspecified injury as a result of use of the product. Additional information indicates that on (B)(6) 2009, the patient presented with complaints of a small amount of yellowish discharge from one of her incisions and wanted to know if she could take a bath with vinegar in her water. The plan was to use epsom salt in minimal amounts and apply triple antibiotic ointment in the irritated area. Between (B)(6) 2010, the patient presented with complaints of pelvic pain, recent vaginal spotting in the morning, urinary frequency and constipation. She stated that she was feeling something was twisted and that maybe her colon was involved and it was a "tearing" sensation in the pelvis causing pelvic discomfort. On exam, the vagina was atrophic and there were two indented areas along the vaginal cuff approximately one cm each. There was a suture visible on the left apex. The area was probed with a small q-tip. There was some tenderness along the vaginal cuff on bimanual exam. The patient was prescribed lortab. An MRI of the pelvis was normal with and without gadolinium status post hysterectomy. The doctor planned to try premarin vaginal cream with a follow-up appointment two months later if symptoms worsened. The patient returned to the doctor on (B)(6) 2011 for an annual examination. The patient complained of recent urinary tract infection (uti), urinary frequency and suprapubic pressure. On exam, the vaginal cuff was found two mm of green suture and local friable granulation tissue. The left side of the vaginal cuff had irregular erythematosus tissue approximately two cm in the horizontal plane. Silver nitrate was applied to the granulation tissue and the uti was treated. On (B)(6) 2011, the patient complained of having problems with her mesh, feeling like everything that was repaired was coming undone. She was experiencing pain in the pelvis. Her primary care physician (pcp) tried to use silver nitrate on what he believed to be an old surgical suture, but was not able to reach it. Other documentation provided indicated that the patient had experienced further symptoms and mesh removal as a result of a small bowel obstruction due to mesh not manufactured by this manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the reason for mesh implantation is due to post hysterectomy vaginal prolapse, rectocele . The general anesthesia procedure (s) with da vinci robotic-assisted laparoscopic sacral colpopexy with pelvitex mesh, lysis of adhesions and posterior colporrhaphy were performed.